Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-03561. Follow-up information revealed the patient did not have any symptoms of headache/nausea and the issue is resolved.

Event description:
Device 2 of 2; reference MFR. Report# 1627487-2019-03561. It was reported during the lead revision procedure (reference MFR. Report#:1627487-2018-10431 and 1627487-2018-10434) on (B)(6) 2018, a cerebrospinal (csf) leak also occurred.